Event description:
Prytime is filing this report in an abundance of caution due to the presence of an introducer sheath, which may have contributed to a thrombus formation requiring a thrombectomy. The introducer sheath is manufactured and labeled by OEM and included in prytime's convenience kit. There was no reported or alleged failure of the kit components, the kit, or labeling. A 400-500lb patient was hit by a car while standing on the side of the road. The patient received ongoing CPR for 20 minutes and rosc was achieved. The patient was hypotensive and received 2 units of blood. An xray was performed and revealed an open book pelvis; a pelvic binder was placed. An introducer sheath was placed in the profunda, not the cfa. The introducer sheath was removed after approximately 8 hours. Post sheath removal, a thrombus was identified distal to the introducer sheath site requiring a thrombectomy. The presence of the introducer sheath within the small artery (profunda) for at least 8 hours could not be ruled out as a potential contributor in the thrombus formation.